Event description:
The instrument was returned with a note that stated the instrument cracked during tonsillectomy surgery. The customer was contained for further info; however, details have not been provided.